Event description:
Related MFR # 2916596-2023-01546 it was reported that the patient had driveline and controller fault alarms on (B)(6) 2023 at 17:45 till 18:15. No alarms were noted in the event log. The patient reported feeling dizzy, hot, and fatigued. They had a headache and their mean arterial pressure (map) on admission to the emergency room was 58 mmhg. The patient received a 200ml fluid bolus after which the symptoms resolved. A repeat measurement of their map found it had risen to 98mmhg. A review of additional log files revealed driveline comm b faults on (B)(6) 2023 at 16:59. The driveline comm fault is the same cause as in past log files. It was decided that the patient's pump cable and modular cable connection needed to be cleaned of corrosion on (B)(6) 2023. The controller ((B)(4)) has not been registering the comm fault alarms on the alarm history of the controller.

Manufacturer narrative:
Prior driveline comm fault captured in MFR # 2916596-2022-14160 and MFR # 2916596-2022-14898 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion review of the submitted log files confirmed driveline communication fault alarms. The account indicated that the pump cable inline connector had corrosion, which was confirmed by the onsite abbott representative. The corrosion on the pump cable inline connector would have resulted in the alarms captured in the log files. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported corrosion and patient conditions could not be conclusively determined through this evaluation. The submitted controller event log files contained data spanning from 15feb2023 ¿ 28feb2023, 02mar2023 ¿ 03mar2023, and 07mar2023 ¿ 14mar2023. The files captured driveline communication fault alarms on (B)(6) 2023 through (B)(6) 2023 due to communication (b) faults; however, pump operation was not affected by the alarms. The pump was intentionally stopped on (B)(6) 2023, and the driveline was disconnected for a controller exchange, consistent with the pump cable connection cleaning. The alarms resolved after the driveline cleaning procedure and equipment exchanges. No other notable alarms were active in the log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 6 warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On 02mar2023, the patient's pump cable was cleaned, and the modular cable was replaced. It was noted during cleaning that there was corrosion on the surface of the pump cable connector which was cleaned off. There had been no further alarms since the modular cable exchange and pump cable cleaning.